Manufacturer narrative:
Block d2b: nhl, pjs. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7113527.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate coverage of their tremors. The physician assessed the lead had not been placed close enough to the target area. The patient underwent a revision procedure wherein the lead was replaced and did well postoperatively.